Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient did a trach change on herself with the new style, installation was fine but she could immediately tell the changes were not beneficial to her. She noted that it was making her already challenged life, worse. She cannot breath as well, she's a louder breather now. She cannot speak as well with finger occlusion as the duck bill tip does not allow her to get a good seal with her finger tip. It was now exhausting to carry on a conversation whereas previously talking was not a big issue for her. Secretions were active, and the duck bill tip made it difficult to keep the tip clean. When she removes the inner cannula to clean with water (often with hydrogen peroxide too) and a (B)(6) or pipe cleaner, she could not see if she have cleaned everything out now that the inner tube is opaque and not clear like it used to be. She removed the device on the second day and placed the old style into her stoma and immediately felt a huge relief.

Manufacturer narrative:
Additional information: g3 correction: g1 (first and last name, email, phone), h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.